Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction was verified. There was no failure identified for the alleged low bg issues.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction occurred. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 52, cause was unknown. Customer consumed carbohydrates to address low bg. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the logs were reviewed on 9/18/2020 to 9/19/2020. A review of the logs indicates that no bg reading below 54 mg/dl was recorded by the continuous glucose monitor (cgm) during this time frame. Blood glucose (bg) of 25 mg/dl was entered into the pump by the user on (B)(6) 2020 at 6:10:14 pm. Blood glucose (bg) of 25 mg/dl was entered into the pump by the user on (B)(6) 2020 at 6:10:22 pm. This indicates the bg of 25 mg/dl was likely entered in error. Therefore, the complaint could not be confirmed. A malfunction 16 was observed at 5:24:28 pm on (B)(6) 2020. A malfunction stops all insulin deliveries. This malfunction occurred due to a faulty speaker and therefore was not determined to be the cause of the low bg.